Event description:
It was reported that during an unk procedure, the lap disc popped 3/4 of the way into the operation. The surgeon used a second one to complete the case. No reported patient consequence.